Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the customer noticed several white plastic particles lying on tissue after firing the device with green reloads. Upon removal of the small white plastic particles, and insertion of another stapler with reload, the customer did not fire the instrument, removed the instrument and started looking at the stapler. He removed instrument and looked at the green reload, it was discovered that the unfired reload had loose white plastic particles in the knife blade track. It was then that the customer realized the plastic particles were staple drivers that had fallen out of the cartridge during firing and were also loose in the reload before firing. Inspection of the staple lines was performed and there appeared to be no issues with complete and well-formed staple lines. The customer opened new reloads and new gun to complete the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # m56a5g. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.